Manufacturer narrative:
Corrected data: b3 - (B)(6) 2019 should be removed as it is not applicable. Claim#: (B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. The lens was returned in liquid, in the lens vial. Visual inspection found that the optic and haptic were torn. No similar complaint type events reported for units within the same lot.

Event description:
A cc4204a intraocular lens, diopter +18.5 was returned as opened and not used. However, once received, it was noted that there is a tear on it. Attempts to obtain additional information have not been successful.